Event description:
A (B)(6) male with a history of hypertension and cad underwent a diagnostic heart catheterization procedure on (B)(6) 2010. Access was obtained via a 6f cordis procedural sheath at the right common femoral artery (cfa). A pre-procedural femoral angiogram showed the stick was found to be near the bifurcation of the deep profunda and the superficial femoral artery (sfa). Following the procedure, the physician, trained in the use of the mynx, chose the device to close the access site. No 50/50 contrast was used to prep the mynx balloon, however it was reported that the procedural steps were performed per IFU and hemostasis was successfully achieved with the mynx. The patient was discharged to home without clinical sequela. Reportedly, the patient presented back to the clinic one week post procedure complaining of pain at the access site. An ultrasound was performed and the patient was found to have a pseudoaneurysm (psa) at the access site. The physician ordered a thrombin injection which was unsuccessful in treating the psa. The physician consulted a vascular surgeon and the patient was sent to surgery to repair the psa. The patient tolerated the surgery well and was discharged to home the following day. The patient presented to the clinic for a follow up (exact date unknown) and was reportedly doing well with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the pseudoaneurysm could not be conclusively determined. There is no indication that the device did not meet specification or perform as intended. Also, it was reported that hemostasis was successfully achieved. Additionally, pseudoaneurysm is an anticipated complication of catheterization procedures, regardless of the use of closure devices. It can also occur with manual compression. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.